Manufacturer narrative:
We, the manufacturer of the device, via our us importer were unable to investigate any further due to the fact that the report mw5116447 did not have any contact information of the patient, no information about the clinic where the event took place nor any information about the actual device invovled in the event. That said it was impossible to gather any more information and to further investigate on this case. Based on that and the fact that any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On april the 14th 2023, el. En. Electronic engineering spa became aware of an adverse event, reported by the us correspondent, that received a communication from the FDA concerning and adverse event happened to a patient reported on the medwatch system. The patient reported to the FDA (medwatch report #mw5116447), on (B)(6) 2023, to had got 3 time the monalisa touch procedure without any adverse effects except pain during the treatment. Anyway the patient is willing to submit the mw report in order to express that she did not report any relief/benefit from the procedure. The actual medical device involved in this event was not identified by the patient in the medwatch report. Moreover no information about the patient were available on the mw report #mw5116447 such as name, address, phone number, email nor any information about the clinic where the event took place. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer cynosure inc. Company located in westford ma 01886 us, for the investigation on this case. Cynosure inc. Also represents us distributor and service center for el.en. Electronic engineering spa medical devices. Cynosure inc. Evaluated the event as non reportable, as us importer of the device, due to the fact that the patient reported to not have any adverse effect (no serious injury - no adverse event) in accordance with 21 cfr part 803.40.b. We, the manufacturer of device, became aware of the event on april the 14th, 2023 by email from the us correspondent and, according to 21 cfr part 803, submitted to FDA an own MDR report in order to give FDA a formal response to the medwatch report #mw5116447. Moreover, we evaluated the event reportable because we have assumed this event as an adverse event (on the side of caution).